Event description:
It was reported that the patients underwent an implantable pulse generator (ipg) was no longer working as intended. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device was not returned due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year ago from the date manufacturer became aware of the event.